Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1016878 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000/ lot :1016878, test base part number 190-430/lot: 1016878. The lot met the required release specifications. The current overall incident rate for unconfirmed false positives for this specific lot based on the total quantity of devices distributed is (B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results for five (5) of her staff members while using the ID now covid-19 assay. The assay were performed on (B)(6) 2021 on direct tested nasal kitted swabs. Both nostrils were swabbed per product use instructions. Per the customer, mild symptoms were present. Additional testing is pending and is to be provided once available. The customer also confirmed no death, serious injury or delay/impact to treatment occured as a result of test results. No additional information is available at this time and per customer, the staff's information will not be provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Corrected data: type of investigation. Additional information: additional information received from the customer identified additional testing of each of the five (5) staff members generated four (4) negative results and one (1) positive result. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1016878 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however it could possibly be related to the specific samples or cross contamination.